Event description:
The complainant reported that a patient experienced a massive bleed from their chest tube site during impella cp support. The patient was emergently taken for a coiling of the intracostal artery to manage the bleed. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.